Event description:
It was reported that lv lead impedance was >2500 ohms at time of lv lead placement, ? Related to lv port of ICD. Device was removed from service. The user-facility indicates no patient complications as a result of this event.

Event description:
It was reported that lv lead impedance was >2500 ohms at time of lv lead placement, possibly related to lv port of ICD. Device was explanted. The user-facility indicates no patient complications occurred as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. Other text: it was reported that lv lead impedance was >2500 ohms at time of lv lead placement, possibly related to lv port of ICD. Device was explanted. The user-facility indicates no patient complications occurred as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.